Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the cylinders failed to inflate during the past few months. An examination of the explanted ipp revealed a tear in one of the cylinders. This was identified as the source of the fluid loss in the ipp system. The patient was implanted with a replacement ipp. No patient complications were reported during the procedure. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.